Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the instrument broke during use. The broken piece was retrieved and procedure was completed successfully.

Manufacturer narrative:
(B)(4). The device manufacture date is not known. Alleged failure: the tip bent and the tong broke. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: user applied excessive force to the device, user technique related factors, or difficult anatomy, extremely tough soft tissue. The product was returned for investigation and the failure mode was confirmed and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the instrument broke during use. The broken piece was retrieved and procedure was completed successfully.